Event description:
It was reported that during an implant attempt, the stylet would not pass the proximal end of the right ventricular [rv] lead coil because the lumen was causing occlusion. Multiple stylets and techniques were used; however, the lead was not able to be placed. A different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.